Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead,implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that the patient was initially implanted in 2011 and had it replaced because their device migrated in the pocket. It was reported that their lead wires also migrated. Every 6 months, it was reported that they go back and tweak it a bit. No further complications were reported/anticipated.